Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level and the customer was alleging the insulin pump for the under delivery of the insulin pump. The customer's blood glucose level was over 600 mg/dl at the time of the incident. The customer's current blood glucose level was over 600 mg/dl. The customer was treated by the insulin pump. The customer declined to troubleshooting for high blood glucose. The customer was alleging the insulin pump for under delivery of the insulin pump because her blood glucose level was not between 60 mg/dl and 120 mg/dl it was always over 200 mg/dl. The insulin pump will not be returned for the analysis.